Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence as a result of a fluid leak in the balloon from a hole. The aus balloon was explanted and replaced with a new aus balloon. The patient fully recovered following the procedure. The fluid loss was observed during inflation of the device.